Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two appropriate treatments. The device was started up at 07:34:22 on (B)(6) 2024. At 22:03:12, an arrhythmia was detected. ECG shows idioventricular rhythm @ 60 bpm degrading to vf. At 22:03:50, the patient received the first appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:07:00, an arrhythmia was detected. ECG shows vf. At 22:07:31, the patient received the second appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was paced rhythm @ 60 bpm with low amplitude cardiac signal. The electrode belt was disconnected at 22:14:09 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.